Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced all the tip clamps, ldd contact springs, and the plunger clamp in the reported problem area of the pipette assembly. The instrument was inspected, tested without further problem, and returned to svc.